Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified arteriovenous fistula. The 7.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. During the first inflation at 14 atmospheres, contrast leakage was noted. When the device was removed from an unspecified sheath, a pinhole was found. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a pinhole leak was identified in the balloon. The pinhole was located at 2mm proximal edge of the distal markerband. A microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified arteriovenous fistula. The 7.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. During the first inflation at 14 atmospheres, contrast leakage was noted. When the device was removed from an unspecified sheath, a pinhole was found. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.